Manufacturer narrative:
H3: product analysis of part #1604300500 ; lot # 99 analysis summary: visual review confirms the rod was returned broken in multiple pieces. Visual and optical examination of the area of fracture initiation did not reveal a pre-existing surface defect near the area of crack origination that could contribute to the rod break. Some fracture surface smearing is noted. Microscopic examination of the fracture surface revealed a fairly flat fracture surface with convex striations lines throughout the fracture area. This type of damage is consistent with cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with spinal deformity suggested for spinal therapy. Levels implanted th10-s2. Event occurred during use. It was reported that the rod was broken on both sides and the anterior cage was about to back out. Implant remains in patient. The rod would be replaced at a later date. Reoperation was scheduled for the week after next. No patient symptoms reported. No further complications reported. Update ; after operation, both sides rods broke at l4/5.(one unit was reported in the report, but two units are correct). In addition, the t3 cage was also translocated. Reoperation is scheduled for (B)(6) 2021. Update; the product will be returned. Therapy used was th10-il anterior-posterior fusion. Initial surgery was done on (B)(6) 2020. Update : the re-operation on (B)(6) had been completed successfully. After removing the rod on the caudal side and cutting the broken part with a metal cutter, it was connected longitudinally with axial mrc. The rod was wormed on the lateral with mrc additionally, and continued to lowered to the ilium, ilium screw was inserted and connection had been performed. The anterior cage was not touched because the caudal side had been fused.